Manufacturer narrative:
(B)(4). The customer reported the device was making a chirping noise. The customer discovered this issue in the biomed department during routine servicing. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device was making a chirping noise. The customer discovered this issue in the biomed department during routine servicing. There was no pt involvement.